Event description:
Related manufacturer reference number: (B)(4). It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Intra-op testing proved that patient received therapy with the existing lead that had migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial: (B)(6), batch: a000122824.

Event description:
Related manufacturer reference number: 3006705815-2024-00178. It was reported that the patient's ipg became inoperable following an unrelated surgical procedure and one of the patient's leads has migrated. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.